Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that a revision surgery was done.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Physician notes on (B)(6) 2021 indicated that the patient felt a sudden feeling of instability in the left hip, causing the patient to fall to the ground resulting in pain. X-ray findings indicated that the proximal stem prosthesis was broken. Revision operative notes on 01 nov 2021 indicated that the patient received a left total hip revision due to pain and stem fracture. Upon entering the joint, generous scar resection was performed. The proximal broken part of the stem along with the head was removed. An osteotomy was performed to remove the distal part of the broken stem. Stem, head and liner revised. Cables were placed to stabilize the osteotomy. Dor: (B)(6) 2021. Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d2b, d4 (procode,lot,UDI), g4 and h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2, d3 and g1.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the device associated with this report was returned for examination. After physical review, reported condition is confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. 1) quantity manufactured: 35. 2) date of manufacture: 01/20/2015. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 12/31/2019. 5) IFU reference: w90942 rev. F. Device history review: 1) quantity manufactured: (B)(4). 2) date of manufacture: 01/20/2015. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 12/31/2019. 5) IFU reference: w90942 rev. F.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for examination. After physical review, reported condition is confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. 1) quantity manufactured: (B)(4). 2) date of manufacture: 01/20/2015. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 12/31/2019. 5) IFU reference: w90942 rev. F. Device history review : 1) quantity manufactured: (B)(4). 2) date of manufacture: 01/20/2015 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 12/31/2019. 5) IFU reference: w90942 rev. F corrected: h3.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer of (B)(4) is reporting another revision because of fracture of corail stem at neck area. No further information at this time. Doi: 2015. Dor: (B)(6) 2021 (planned).